Manufacturer narrative:
There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: apr 30, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while restocking trays, the star/hexdrive screwdriver was found to have a bent tip. This was found outside of the hospital and therefore, there was no patient or surgical involvement. This complaint is for one device.

Manufacturer narrative:
A product investigation was completed: the returned screwdriver was confirmed to have a bent/deformed tip. The balance of the device is in good condition. A visual inspection, drawing review and device history record review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already deformed. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The root cause is likely related to cumulative wear on the device over time. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.